Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was having atrial tachycardia events, but the clinic was not able to pull up the record of events from the device. This had occurred because the device was programmed to ams episode storage instead of at/af (atrial tachycardia/atrial fibrillation) episode storage. Far r-wave oversensing was also observed on the device. Programming changes were made. The patient was stable.